Event description:
On 2024-05-02 complaints forwarded publication entitled: "safety and efficacy of a percutaneously inserted ventricular support device purge solution heparin 25 u/ml" which was inclusive of 161 screened patients supported by 2.5, cp. 5.0, and impella rp. Complications noted as bleeding and pump thrombosis: within our study, 2% of patients experienced a thrombotic event involving the pump motor. Of the 63 bleeding events, 35 patients had clinically relevant bleeding (barc 3a and 3b).

Manufacturer narrative:
No devices have been returned for evaluation. At the completion of the investigation, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella rp flex smartassist system catheter. Use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath. To the internal jugular vein. Close and dress the wound .¿ section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombus issues been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. As the necessary information was not provided, the root cause of the thrombus was not determined.